Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm while attempting to bolus. Customer stated they have changed the infusion set three times and replaced the insulin twice, but the alarm persisted. The customer's blood glucose was 18.4 mmol/l. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump did not alarm no delivery. It was also found the customer did not have a bent cannula. Customer declined to return the reservoir for analysis.